Event description:
Spouse of home patient (hp) reports incomplete prime of patient line of homechoice sets. Spouse reports they were able to reprime line and complete treatment with assistance of baxter technician, with each incident. No patient injury or medical intervention required per spouse of hp.